Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Requested patient demographics however not provided by customer. Product grid revised to no product received.

Event description:
It was reported that biomed requested assistance with event logs for an unspecified event with patient involvement. Although requested there was no additional information about the patient, medication, or event provided by the customer.